Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have blood glucose of 500 mg/dl for two days. Customer treated his high blood glucose with manual insulin injection. Customer's blood glucose at time of call was 410 mg/dl. Customer experienced vomiting. Customer was on dialysis. Customer mentioned when he treated with manual insulin injection, he would crash. Customer was unable to complete the troubleshooting due to call dropped. Customer will not be returning the device for analysis.